Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion was located in the 90% stenosed, severely calcified mid left anterior descending (lad) artery. The lesion was pre-dilated and a stent was deployed. The quantum maverick monorail balloon was then used for post-dilatation. Three inflations were performed between 10-12atm each, however, the balloon ruptured on the third inflation. The procedure was successfully completed with this device. No pt complications were reported. Patient's status is listed as "good."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because of this, a root cause analysis could not be performed. The cause of the difficulties stated in the complaint could not be determined. The device history record was reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.